Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, orders did not cross over. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was a delay in message processing between the epic system and the pyxis medstation es. A technical support specialist attempted to dial into the server using securelink and, with assistance, ran server downtime queries. The carefusion communication engine (cce) logs showed that the last successfully processed xml messages were current, and no messages were pending processing. Messaging logs revealed delays of 30 minutes to over an hour between message creation and processing. The issue resolved itself without any manual intervention. The customer was informed that orders and patients were crossing over again. It was also identified that five stations were manually placed in critical override mode, and the customer was advised to remove them from override. The case was kept open for 24 hours for monitoring, and the customer agreed for closure. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, orders did not cross over. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.